Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with two luer lock syringes. The customer reports the inner tips of both syringes, have snapped off. No patient involvement.

Manufacturer narrative:
Two decontaminated samples with lot number 625785164x were received for evaluation. After performing a visual inspection per product specification the issue was observed; the inner tips were broken. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The multifunctional team performed a gemba walk thru the process assembly and found one opportunity for improvement involving the bin collector used when the syringe disperses from the printer machine. It appears that the equipment is too deep and the syringes were smashed upon dropping into the container. This condition can cause the tip to break. As a corrective action the collection chamber has been replaced with a shallow bin that has been lined with a sponge to reduce the impact of the syringe when comes out of the printing machine. If information is provided in the future, a supplemental report will be issued.